Manufacturer narrative:
(B)(4). Estimated age, reported as born in 1935. (B)(4). It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number. Evaluation summary: the device was returned for analysis. The failure to achieve hemostasis could not be replicated in a testing environment; therefore, it could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported patient effect; however, determined the reported failure to achieve hemostasis and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6fr sheath after a peripheral interventional procedure. Reportedly, when the plunger was removed, the suture was not attached. After the foot of a second proglide device was deployed, when pulling the device back against the arterial wall, the foot of the proglide device perforated the artery. The device was removed, it is unknown if the foot was retracted prior to device removal. A balloon was used to treat the perforation. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.